Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse tightened all fittings, performed alignment to all probes and ran a quick check, which passed. The cse ran mix tests, which passed. The customer ran precision testing and quality controls, which were within range. A siemens headquarter support center (hsc) reviewed the service activity related to this event and discovered that the sample was centrifuged outside of tube manufacturer's instructions for centrifugation. The cause of the sample being centrifuged outside of tube manufacturer's specifications is failure to follow instructions. The data indicated that proper reagent delivery and sample mix occurred (B)(6) 2016. Quality controls were within range with no evidence of imprecision or outliers to suggest an instrument issue. Hsc concluded the cause of the discordant, falsely low calcium result was due to incomplete or improper aspiration of sample for (B)(6). Since samples are centrifuged outside of tube manufacturer's instructions, poor sample quality and the presence of gel, fibrin, or cellular material in the aliquot can be a contributing factor for the low ca recovery for the initial run of this sample. The cause of the discordant, falsely low ca result on one patient sample was due to sample integrity. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed calcium (ca) result was obtained on one patient sample on a dimension vista 500 instrument. The initial result was reported to the physician(s), who questioned it. The sample was sent to another laboratory for testing, resulting higher. The sample was then re-spun and repeated on the original instrument and on an alternate dimension vista instrument, also resulting higher. The corrected result was reported to the physician(s). The customer performed precision testing on three samples, which passed. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed calcium result.